Event description:
It was reported during procedure, the coronary guidewire could not pass through the body of the left ventricular lead's catheter. The physician elected to not use the lead and implant a new lv lead to complete the operation. The patient was stable.